Event description:
It was reported that the lv lead was damaged during ablation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was analyzed. The distal conductor is fractured. It was also noted that the distal conductor is stretched and that blood/body fluid was found on the distal conductor.